Event description:
The hosp reported that during a coronary artery bypass procedure, the plunger on the heartstring iii proximal seal system would not work. The seal failed to deploy as a result. There were no patient effects. It is unk how the procedure was completed and why the product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4).